Manufacturer narrative:
(B)(4). Batch # n9168f. Device analysis: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh36 device. The nose cone was cracked. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn in addition internal cables were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy, the device and the hand piece were not connected properly and the hand piece could not be removed from the device. Another device was used to complete the case. There were no adverse consequences to the patient.